Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where [no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, it could not be definitively determined what the foreign material was adhered/clogged in air/water cylinder, air/water channel, nozzle, the universal cord, the connecting tube, the adhesive on the bending section cover, the bending section cover, and the grip. The foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to worn of switch 1 and scratched scope connector cover unit. However, the cause of the material remaining in the device could not be determined. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif-h185 operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a whitish foreign material was found inside the air/water tube and air/water cylinder. Additionally, the evaluation found the nozzle, the universal cord, the connecting tube, the adhesive on the bending section cover, the bending section cover, and the grip had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the universal cord and the connecting tube had coating peeling; the adhesive around objective lens and adhesive around light guide lens had corrosion; the light guide lens and the objective lens had a crack; the plastic distal end cover.and the light guide lens had a chip; the circuit board unit in the scope connector, the plug unit, the cable unit and the scope connector cover unit had corrosion due to water leakage. The free-engage knob, the upward/downward angulation control knob and the right/left knob had discoloration; the grip, the forceps channel port and the connecting tube had a scratch; the bending tube was deformed; the label on scope connector was damaged and the suction cylinder has no color. Due to a scratch on the scope connector cover unit, water tightness was lost; due to wear of the lock engagement lever, the upward/downward angulation control knob could be locked securely; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and due to wear of switch 1, water tightness was lost. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.